Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to the reservoir lost fluid. The reservoir was removed and replaced with a new component. The patient had a good outcome with no further complications.